Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the bronchial during a biliary dilatation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon burst at 3 atm. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.